Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. As a result of component analysis, the foreign matter was found to be cellulose (fibrous, solidified with entangled fibers) and gel-like fluorine (mold release agent), but it was not possible to identify the root cause of the foreign matter remaining. There was no deviation from the instruction manual in the reprocessing procedure for the areas where foreign substances remained, and there was no physical damage to the areas where foreign substances remained. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that it was difficult to remove fog. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed inside the vent metal. This report is being submitted for the malfunction found during device evaluation (foreign material inside vent metal).

Manufacturer narrative:
E1: (B)(6). In addition to foreign material inside vent metal, service found there was a leakage from the scope connector, the adhesive on the bending section cover was cloudy, the illumination lens tip was cracked, the bending section cover was scratched, the adhesive on the bending section cover was missing, and the paint on the suction cylinder nut was peeled. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. The event can be prevented by following the instructions for use (IFU): chapter 5 reprocessing the endoscope(and related reprocessing accessories) operation manual [for safe use], reprocesisng manual [chapter 1 section 4 precautions] [chapter 1 section 6 reprocessing and storage after use] [chapter 5, section 7, rinsing the endoscope and accessories following disinfection]. Olympus will continue to monitor field performance for this device.